Event description:
It was reported that the user observed minor separation in a corner of the ilet pump screen bezel, which had not affected device function or responsiveness, and the user was advised to monitor the device. Symptoms included no clinical effects. Outcomes included no impact on therapy or need for medical intervention. Investigation included user education and basic troubleshooting. Investigation of this case revealed a cosmetic or mechanical enclosure issue at the screen bezel without performance degradation and no device component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate but consistent with enclosure wear or minor mechanical stress.